Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral flanks (love handles) on (B)(6) 2017 using a legacy coolcurve+ applicator, to the bilateral bra roll (back) on (B)(6) 2017 using a legacy coolcore applicator, to the right side flank (love handle) on (B)(6) 2018 using a legacy coolcurve+ applicator, to the right flank (stacked above love handle) on (B)(6) 2018 using a cooladvantage, coolcurve+ applicator, and to the right lower bra roll (back) ¿ (stacked above love handle) on (B)(6) 2018 using a cooladvantage, coolcurve+ applicator. The patient reported the area appears worse during the 5 month post treatment follow up, and that the treated area got noticeably worse over the past few months. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the upper right flank, bra roll (back), and lower flanks on (B)(6) 2019.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral flanks (love handles) on (B)(6) 2017 using a legacy coolcurve+ applicator. To the bilateral bra roll (back) on (B)(6) 2017 using a legacy coolcore applicator. To the right side flank (love handle) on (B)(6) 2018 using a legacy coolcurve+ applicator. To the right flank (stacked above love handle) on (B)(6) 2018 using a cooladvantage coolcurve+ applicator, and to the right lower bra roll (back) ¿ (stacked above love handle) on (B)(6) 2018 using a cooladvantage, coolcurve+ applicator. The patient reported the area appears worse during the 5 month post treatment follow up, and that the treated area got noticeably worse over the past few months. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the upper right flank, bra roll (back), and lower flanks on (B)(6) 2019.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.